Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient had a perigee and monarc hammock implanted on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2013-00495, medwatch 2210968-2013-00497 and medwatch 2210968-2013-00498. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, perineoplasty, lysis of adhesions, abdominal sacrocolpopexy, enterocele repair, rectocele repair, and cystocele repair, due to stress urinary incontinence, pelvic organ prolapse, rectal prolapse, cystocele, and gaping introitus. The patient underwent perineoplasty on (B)(6) 2009.

Manufacturer narrative:
Additional narrative: it was reported that mesh was explanted on (B)(6) 2007 due to vaginal prolapse and on (B)(6) 2009 due to recurrence of prolapse , incontinence and lysis of adhesions. (B)(4) ¿prolapse. This is one of four medwatches being submitted. See also medwatch 2210968-2013-00495, medwatch 2210968-2013-00497 and medwatch 2210968-2013-00498. The same patient is represented in each medwatch.